Event description:
This procedure was performed in the mid sfa and at the abductor canal. During a scheduled 6-month follow-up, a fracture of the protege everflex was reported. The stent was ballooned. No injury to patient was reported.